Event description:
Pt was previously on remodulin maintenance dose of 41.5 ng/kg/min. Unsolicited communication from cnss who reported that pt has been off subcutaneous remodulin therapy since (B)(6) 2024. Cnss visited pt (B)(6) 2024 to restart pt on ms3 pump, however ms3 pump (serial number: (B)(6) maintenance due 06/09/2024) alarm/message on screen to call for service, bad pump. Pt had returned all ms3 pumps including back up. Per cnss no worsening symptoms reported. Oxygen saturation: 95%, no distress. Pt is refusing hospital. Courier shipping pumps so pt can restart remodulin therapy as soon as possible. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; pt was already out of medication. Is the actual device available for investigation? Yes, upon return by pt did we replace device? Yes. A clinical supply was approved for patient but it was not shipped/received before patient ran out of medication. Did the pt have a backup device they were able to switch to? No, pt was unable to successfully continue infusion as no back-up pump. If no, what was the pt instructed to do in able to continue their infusion? Pt refused to go to hospital, off therapy since (B)(6) 2024. Per cnss, pt's condition stable. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Pump return tracking information is not available, photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further info. Reported to (B)(6) by: health professional.